Manufacturer narrative:
Device is combination product. Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed four pinholes in the balloon at 7.2cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the reported event.

Event description:
It was reported that a leak in a balloon and failure to inflate occurred. The target lesion was located in the superficial femoral artery (sfa). A 6 x 200mm, 150cm ranger (dcb) balloon was advanced to dilate the target lesion, and during inflation, the device was leaking water and was unable to be inflated to a higher atmosphere. The procedure was completed. No patient complications were reported in relation to this event. However, device analysis revealed a pinhole in the balloon.